Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, the ventricular pacing histogram on this pacemaker showed one bar at 160 beats per minute. The patients presenting heart rate was 65 beats per minute. Boston scientific technical services (ts) was consulted and recommended sending in data for review. The patient was brought back into the clinic to obtain data from the device. During this visit the ventricular pacing histograms appeared normal. Disk analysis confirmed that the observation was due to a single bit upset that had occurred within the device. The observation was purely diagnostic and would not interfere with device operation. This pacemaker remains in service. No adverse patient effects were reported.